Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc/12 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of fan making a lot of noise. The fse found that while the workstation wouldn't boot the noise coming from the system sounded louder but was normal. The fse also found the workstation wasn't booting up. The fse determined the cause of the problem to be the power supply. The fse replaced the power supply to resolve the issue. The fse verified system functionality. The power supply is a hardware component that supplies power to the system. It regulates the voltage to an adequate amount, which allows the system pcb's to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Based on age of the system, manufactured in 2003, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.